Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was 99% stenosed with calcification in the extremely tortuous proximal, mid, and distal left anterior descending (lad) and the first diagonal (d1). The total calcification was confirmed with intravascular ultrasound (ivus), and it was then ablated with rota 1.5 mm. Then it was re-confirmed with ivus and during pullback the image disappeared. Flush didn't solve the problem and the catheter was changed to another of the same size. Next, it was ablated with a rota 1.75mm again, and then the guide wire was inserted to the lad d1 and the lesion was predilated with a non-bsc balloon (unknown size). The physician attempted to deliver a 2.50x8mm taxus express2 drug eluting stent, but was unable to cross the lesion. A non-bsc 2.5x8mm stent was also tried, but it couldn't cross the lesion. It was changed to a non-bsc 2.25x12mm stent, which was implanted at the lad d1. Next, a non-bsc 2.25x12 was implanted at the mid to distal lad, and a non-bsc 2.5x23mm stent was implanted at the mid lad. The physician tried to implant a 3.00x28mm taxus stent, but the edge of stent was caught on the ostial and lifted up. It was completed with another of the same device. The pt condition is good and there were no pt complications.